Event description:
It was reported to baxter (B)(4) that a colleague infusion pump encountered no power; this condition had the potential to interrupt delivery. This was discovered before use in an unknown care area. It is unknown if there was reported patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. This involved a colleague infusion pump with a user interface module master software version 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The reported condition colleague infusion pump with no power was confirmed and duplicated during evaluation. The assignable cause was determined to be a defective power supply. The power supply was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.